Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal follow up. Upon interrogation, the right ventricular lead exhibited noise reversion episodes. The noise was unable to be reproduced in clinic. No intervention was performed. The asymptomatic patient would continue to be monitored with normal follow up.